Manufacturer narrative:
H3: product analysis found visually, the proximal ends of each electrode plug (as part of the wire harness) were marginally bent when returned. There was a reddish-brown residue on the outside diameter of the cuff balloon. Under magnification, there were no cracks/voids in the ink traces nor pads. Electrically, the resistance from end to end shall be less than 200 ohms, and the actual measurements were 41 ohms (blue), 14 ohms (blue with white stripe), 22 ohms (red), and 21 ohms (red with white stripe) which all electrodes were in specification. Functionally, the device was connected to a nim system, and the trace pads were submerged in a saline solution to perform functional testing. During testing, the device passed the electrode check and had no excessive feedback during the noise test. There was no intermittent behavior while manipulating the shape of the device. In the returned condition, there was no out of specification condition that was related to the complaint. H6: additional information suggest that b17 , c20 and d16 no longer apply to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after intubation, the electrodes were connected to the patient's interface, with neutral and ground electrodes on the deltoid and checked them according to the manufacturer's instructions, but nim 3.0 did not recognize the tube. Repositionedthe tube several times and was unsuccessful. Tested the equipment with the patient simulator and nim 3.0, and it responded as expected. The tube, repositioned it and the tube was still not recognized. Turned off the equipment, reconnected it, changed the the sides of the electrodes on the patient interface, but still no positive feedback. Xylocaine was used for intubation, as well as long-term anesthetics. It was necessary to open new tube ref: 8229708. After checked the tube in question, the item was not recognized by the equipment either, we repeated the entire process done on tube ref: 8229707, and we were unsuccessful. In view of everything that had happened, the doctor decided to continue the procedure without monitoring. Procedure was delayed by 1 hour. No consequences or impact to patient.